Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values where the cgm reading was 145 mg/dl and the bg reading was 860 mg/dl. During that time the patient felt sick, vomiting and his breath was fruity. The patient experienced dka. The parent treated the patient with insulin, ice water, 2 tablets of tylenol and 1 tablet of ativan (lorazepam). At that point, the patient was still feeling sick. Parent decided and take the patient to the emergency room (ER). Upon arrival, the cgm reading was 140 mg/dl and the bg reading was 860 mg/dl. ER nurse performed a blood draw. The patient was treated with intravenous fluids (and intravenous humalog insulin. The patient was admitted on (B)(6) 2025 and was discharged on (B)(6) 2025 (for 24 hours). At the time of the report the patient was fine and stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.